Manufacturer narrative:
The device was returned incomplete to (B)(4) for evaluation. From visual examination, the reported event was confirmed. The device had fractured at the power coupling adaptor. This fractured piece was not returned with the device. There was also considerable material deformation present on the fracture area. In addition, there were many signs of wear in the form of scratches nicks and gouges throughout the device. A process review was conducted and revealed no discrepancies. In summary, the malfunctions observed are attributed to wear. No further investigation required.

Manufacturer narrative:
It has been communicated by the distributor, the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(6). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that when the surgeon was reaming, the straight reamer handle sheared off. No fragments fell into the patient and another device was used to successfully complete the procedure. No adverse events were reported as a result of the malfunction.